Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and failure to capture. Imaging was performed but did not reveal any electrical anomalies. Ventricular tachycardia was noted as a potential patient symptom. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable.